Event description:
It was reported that a large volume infusor leaked from the connection between tubing and distal luer connector. The issue was noticed during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between february 15-20, 2024. H11: the device was received for evaluation. A visual inspection of the sample noted fluid inside a bag that contained the unit. When the device was removed from the bag, the cause of the leak was found to be untightened winged luer cap. A functional leak test was performed by filling the device with green colored water. After fill and prime, to ensure the winged luer cap is securely connected to the device. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was verified. The cause of the condition was due to a user error by not tightening the blue winged cap. The product labeling (IFU, instructions for use), indicates that the winged luer cap should be securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.